Event description:
It was reported that during an unknown procedure, the staples were malformed and clinging to tissue. Unknown how the case was completed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.